Event description:
It was reported that during download of history log files, the system monitor's screen froze and then the system monitor turned itself off, then re-booted itself. Technical assistance was sought. The hospital was working closely with technical service to manage the issue. The unit remained in active use at the hospital. There have been no subsequent reports of any issues with this unit, and the customer was happy to continue using it clinically.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor screen freezing and rebooting intermittently, was inconclusive (not determined) as no product was returned for evaluation. The customer did not reply to request for additional event information - including whether the system monitor was going to be returned for evaluation. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in jun2015. The packaged system monitor was placed into inventory on 06jul2015. The unit was shipped to the customer on 04may2017. No previous services listed. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.